Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. The patient's surgical history mentions the patient had and av fistula placement in 2014 however, the physician's discharge note mentions the patient was encouraged to have an av fistula but the patient refused. The patient was determined to have severe obstipation. It was also noted in the medical records that the patient has peritoneal dialysis (pd) related peritonitis and an infected pd catheter. Medical records did not contain any peritoneal dialysis treatment records for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient's peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler set and the patient's peritonitis.

Event description:
Medical records were received from the patient's treatment facility. The patient presented to the dialysis clinic on (B)(6) 2015 after experiencing fever, diffuse abdominal pain and a malfunctioning peritoneal dialysis catheter. Two days before, the patient attempted a 3 liter peritoneal dialysis dwell but, experienced pain and quickly drained 2500 - 3000ml. The patient performed no peritoneal dialysis for two days. The patient had been constipated and attempted relief through laxatives and disimpaction but had little relief. The patient had black, tarry stools. The physician notes revealed the patient had severe obstipation. At the clinic, a peritoneal dialysis fluid cell count and culture was obtained. In addition, the clinic was able to instill 2 liters of fluid easily but there was no return even after instillation of heparin. The patient was sent to the emergency room for antibiotics and further evaluation. At the emergency department, the staff attempted to drain the patient. Some greenish milky fluid was obtained but only enough for culture and cell count. A kub showed the catheter was in the right pelvis and did not look "malpositioned." The patient was unable to tolerate peritoneal dialysis and a tunneled catheter was placed. The patient was started on hemodialysis. The patient's peritoneal dialysis catheter was removed due to an infection. The patient was found to have enterobacter growing in the peritoneal dialysis fluid and patient was started on fortaz. Also, the patient was noted to be anemic with hemoglobin of 6.2. The patient's fecal occult blood test (fobt) was positive. The CT of the abdomen was negative for intraabdominal pathology. The patient's home plavix was held and the patient was transfused with 2 units of packed red blood cells. A flex sigmoidoscopy was performed, which revealed only an excoriated external hemorrhoid. Upon discharge, the patient's hemoglobin was stable at 7.8. The patient improved and was discharged home on (B)(6) 2015. The patient's discharge diagnoses were generalized abdominal pain, end stage renal disease on dialysis (converted from peritoneal dialysis to hemodialysis), anemia, bacterial peritonitis and type 2 diabetes mellitus.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the pt was currently hospitalized for peritonitis (specific date not provided. No further info was provided.